Manufacturer narrative:
Failure analysis noted that the pump alarmed button error and no button response due to corroded keypad traces. There was no moisture damage inside the pump. The pump had a scratched lcd window.

Event description:
It was reported via phone call that there was moisture damage on the pump. The customer's blood glucose was unknown at the time of incident. The customer stated that the alarmed button error and she was unable to clear it. The customer stated that the pump was exposed to sweat. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The customer was advised that the insulin pump will need to be replaced. The insulin pump was returned for analysis.